Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored a ventricular episode containing right ventricular (rv) lead noise with oversensing, with less than two seconds of pacing inhibition/asystole. Electrogram (egm) review was requested due to a lack of pacing throughout the noise via the noise algorithm. Upon review, one [vs] marker was present, but it was noted that the noise was not continuous and did not meet the noise algorithm requirements for pacing. Additionally, a slight decrease from 700-800 ohms range down to the 600 ohms range in rv pace impedance trends was observed. There were no further events after that ventricular episode. Technical services (ts) discussed troubleshooting options and possible causes. This pacemaker system remains in service. No additional adverse patient effects were reported.